Event description:
The customer stated an architect i2000sr analyzer generated a false positive toxo igg result for one patient sample. The patient was a pregnant female with a history of a negative toxo igg test from (B)(6) 2011. The patient was drawn on (B)(6) 2011 with a toxo igg result of 10.9 iu/ml, and was redrawn on (B)(6) 2011 with a positive toxo igg result of 10.4 iu/ml. The sample was sent to a reference laboratory where a negative toxo igg result was generated using iift methodology. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a review of the customer's service history, a search for similar complaints, and a review of labeling. A search of the service history for the instrument was performed and identified (B)(4) inquiries for various instrument and assay issues that, based on the information available, do not appear related to this complaint. Tracking and trending identified no adverse trends related to this issue. Labeling was reviewed and found to be adequate. Based upon the data available and the results of this evaluation no product deficiency was identified.

Manufacturer narrative:
(B)(4), no consequences or impact to patient a follow-up report will be submitted when the evaluation is complete.